Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips that were returned were not identified as the lot reported in the complaint.

Event description:
I spoke to the customer's mom who is concerned with the results of lo her daughter is obtaining on the meter. Customer's mother states she feels well and does not require medical attention. The customer's expected blood results are 300mg/dl fasting. Verified the strips expire 10/31/2016. Customer confirms the strips are stored in the kitchen and were first opened in 09/06/2015. Reviewed meter memory: (B)(6). Customer's mom is concerned with the results of lo. No adverse event reported.